Event description:
Per the clinic, the patient experienced a performance decrement with device use and extrusion of the electrode array into the outer ear canal. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. This report is filed june 13, 2015. Device not yet received by manufacturer.

Manufacturer narrative:
Correction: the correct explantation date is (B)(6) 2014, as previously reported. The report is filed october 9, 2015.